Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to the previous medwatch filing, additional information was received; it was reported that a promus stent was implanted in the circumflex artery on (B)(6) 2013, and there were no issues noted. On (B)(6) 2013, a non-abbott stent was implanted in the left anterior descending artery. Directly after the non-abbott stent was implanted, the patient developed health problems and dyspnea with a decrease of the peripheral oxygen saturation below 70%. Additionally, severe pneumonitis developed. In further examinations a non specific interstitial pneumonia (nsip) was confirmed. The symptoms were treated with medication. The patient mentioned clearly that the physician suspects a causal connection between the non-abbott stent and the development of the symptoms. The promus is not mentioned. In addition a publication is mentioned as the base of his suspicion (zotarolimus-eluting stent-induced hypersensitivity pneumonitis shin et al.; korean j intern med. 2013 january; 28(1): 108,111). The patient still receives steroids (now 20 mg / d) and has a severely limited respiratory function. As of (B)(6) 2013, the symptoms are still unresolved and the patient has severe respiratory syndromes with pulmonary congestion (although here the clopidogrel therapy is suspected to be the cause). No additional information was provided.

Manufacturer narrative:
(B)(4). Infection is listed in the promus instructions for use as a potential adverse event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that an unknown everolimus stent was implanted. The patient experienced pneumonia and respiratory failure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2013 (reported as (B)(6) 2013). Date of implant estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.